Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids?---no information. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? ---1st. If echelon, during which stroke did the event occur? ---after 4th. What other color cartridges were used before and after this event? ---the device was not used after this event. Was buttressing material utilized? If so, which product? ---no. Was the instrument fired across or near an existing staple line or clip? ---no information. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no information. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no.

Event description:
It was reported that during an open sigmoidectomy procedure, staples of the one side (anterior wall of the stomach side) were not deployed when the device loading ecr60b was fired to anastomose (side-to-side anastomosis) between the stomach and the jejunum at the first firing. The unformed staples were remaining in the cartridge. Reinforcement material was not used. Additional suture was performed by hand. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Cartridge, one piece sled. One device was returned in good visual conditions and with a blue cartridge present. The reload was received with the left side fully fired and the right side partially fired 1/10. The pan was dislodged at distal. Upon further inspection, it was noted that the cartridge deck and one piece sled were damage. This damage is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run, this is the reason why the sled gets damaged. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction (such as a clip) is included with the tissue inside the jaws. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. The device was tested for functionality in the articulated positions with test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the cartridge, one possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. In addition it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.

Manufacturer narrative:
(B)(4). During additional inspection of the cartridge, damage was also found on the internal bottom surfaces of the cartridge possibly being the root cause of the reported event and not due to the device being clamp on a hard object.